Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and a review of complaint history could not be conducted as the device was not returned and the lot number was not reported. The cause of the reported difficulties cannot be determined; however, the subsequent treatment appear to be due to the circumstances of the procedure. In this case, it is possible the angle of insertion or interference with anatomy contributed to the positioning difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an attempted arteriotomy closure of the calcified left common femoral artery using a proglide device after an interventional procedure, using a 6fr sheath. Reportedly, during insertion of the proglide, it was going behind the stent. The guide wire could not be repositioned through the lumen of the stent; therefore, the decision was made not to use the proglide. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.